Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The calcified target lesion was located in the circumflex (cx) artery with distal, mid and proximal lesions. A 2.25 x 24 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion but failed to cross the mid segment. The physician tried to push the device very hard but still failed to cross. During removal the shaft snapped into two pieces outside the body in the guide catheter and was able to be pulled out from the non-bsc bleedback control valve. The procedure was completed with a guidezilla extension catheter and another smaller size stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the sds and was not returned for analysis. The balloon cones were reviewed and no issues were noted. There was evidence of hardened inflation medium inside the balloon body. The balloon folds appeared relaxed. The tip was visually and microscopically examined and no damage was noted. A visual and tactile examination found that the shaft was broken at approximately 220mm distal from the distal end of the strain relief. Multiple kinks were also noted along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The calcified target lesion was located in the circumflex (cx) artery with distal, mid and proximal lesions. A 2.25 x 24 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion but failed to cross the mid segment. The physician tried to push the device very hard but still failed to cross. During removal the shaft snapped into two pieces outside the body in the guide catheter and was able to be pulled out from the non-bsc bleedback control valve. The procedure was completed with a guidezilla extension catheter and another smaller size stent. No patient complications were reported and the patient's status was good.